Event description:
The initial attorney report alleged surgical intervention and explant. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2006: repair of ventral incisional hernia with composix kugel mesh. A ventralex mesh was also place to reinforce the incision. Note: see MDR 1213643-2007-00995 for info relevant to the composix kugel mesh. On (B)(6) 2006: exploratory laparotomy, small bowel resection with enteroenterostomy, incision, and drainage of abdominal abscess, and removal of hernia repair meshes. Reportedly, the pt had two perforations of the distal ileum with spillage of intestinal content. On (B)(6) 2006: consultation summary: post-op sepsis. On (B)(6) 2006: incision and debridement of necrotic tissue and irrigation with copious antibiotics.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Currently, it is unk whether the device may have caused or contributed to the reported event. There is no description of the mesh removal in the operative report and apparently it was removed only because of the perforation. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2007-00995 for info related to the composix kugel mesh implanted on (B)(6) 2006.